Event description:
After placing an absolute stent an attept was made to stent the prox segement of the iliac (contrary to IFU) with the omnilink. Using a 6 f sheath and a .035 supracore guide wire, the stent would not cross. As the stent was pulled back into the sheath, the stent dislodged from the balloon into the subclalvian artery. An attempt was made to remove the stent with different products; however, the attempts were unsuccessful. The pt was sent to surgery and the stent was removed.